Event description:
Related to (B)(4). Ssu (B)(6) reported customer complains that the shelf life of the delivery of 5 packs of cvh-5001 vasoshield pressure controlling syringe / is too short < 12 months. A maximum usage time of 13 weeks after delivery is too short. Devices were withdrawn from circulation at the end of the period of use - therefore no use on patients, no impairment and/or damage.

Manufacturer narrative:
Trackwise ID (B)(4).

Event description:
It has been determined complaints (tw#:(B)(4)) do not meet the definition of a complaint per (B)(4). Customer did not accept the devices because the devices they received had a relatively shorter shelf life, the devices were not defective and no adverse event was reported. Therefore, the complaint will be cancelled.

Manufacturer narrative:
It has been determined complaints (tw#: (B)(4)) do not meet the definition of a complaint per (B)(4). Customer did not accept the devices because the devices they received had a relatively shorter shelf life, the devices were not defective and no adverse event was reported. Therefore, the complaint will be cancelled.